Manufacturer narrative:
May 2017 quarterly asr report exemption e2013025 the total number of events for product classification code ftm is 24. Qty 1- pelvisoft acellular collagen biomesh qty 10- pelvisoft acellular collagen biomesh, 4cm x 7cm qty 6- pelvisoft acellular collagen biomesh, 6cm x 8cm qty 6- pelvisoft acellular collagen biomesh, 8cm x 12cm qty 1- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
May 2017 quarterly asr report

Manufacturer narrative:
Exemption e2013025. Original report time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original report time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original report time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original report time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original report time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original report time frame february 1, 2017 through april 30, 2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.